Event description:
On october 21, 2009, a baxter field service engineer called to report a colleague triple channel volumetric infusion pump which was believed to have over-infused on channel a during patient therapy. On october 26, 2009 additional information was obtained from the facility's biomedical engineer stating that the reported condition occurred during testing done by the biomed at the facility, and not during patient therapy. No patient injury or medical intervention had been reported related to this device. Per the customer, the device will not be returned for evaluation. No additional information is available.

Manufacturer narrative:
The customer will not be returning the device for evaluation. (B) (4)

Manufacturer narrative:
The device will not be returned for evaluation, therefore the software version is not known.

Event description:
The customer reported an inability to acquire pads ECG and a failure to deliver a shock.